Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding act kaolin cartridge that yielded unexpected results on a patient undergoing a procedure in the cath lab. Customer is returning product for investigation. Time I-stat I-stat heparin heparin time0754 132 10,000 prime unk0836 337 25,000 08330849 299 10,000 08450916 420 376 10,000 09100927 321 - - -0938 426 5,000 09351000 243 243 - -1015 >1000 10,000 10071045 376 >1000 - -1110 359 315 - -1125 - - 5,000 11201127 382 276 - -1145 277 282 5,000 11401200 >1000 243 - -1225 293 >1000 7,000 12081250 265 288 - -1315 193 - - -there are no injuries associated with this event.

Event description:
Na

Manufacturer narrative:
(B)(4). The investigation was completed on 04/14/2015. Retain and returned product was tested and are functioning according to specification.